Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter received one sample for evaluation. Visual inspection confirmed white particles between 0.20 - 0.30mm in size floating in the solution of the bladder; the particles were in the fluid path. Fourier transform infrared spectroscopy (ftir) spectrophotometer scanning identified the particles to be acrylic material. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between january 14, 2014 ¿ january 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter inside the balloon that appeared to be white in color. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the particulate matter could not be determined. Should additional relevant information become available, a follow-up will be submitted.